Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A customer reported receiving a ¿lo¿ (readings less than 40 mg/dl) message on the sensor when compared to an hcp meter result. The customer went to a hospital where an unspecified blood glucose was obtained and they were hospitalized. The customer was treated with long-acting insulin and pyridoxine and was discharged from the hospital on (B)(6) 2022. There was no report of death or permanent injury associated with this event.